Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this a patient with a 31mm valve implanted in the tricuspid position underwent a valve-in-valve (viv) intervention after 12 years and 2 months of implant duration due to severe tricuspid regurgitation. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7. Based on the new information received, this event is no longer considered reportable.

Event description:
Edwards received notification that this a patient with a 31mm valve implanted in the tricuspid position underwent a valve-in-valve intervention after 12 years and 2 months of implant duration due to severe tricuspid regurgitation. Per medical opinion, this valve did not fail prematurely. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was discharged home.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the serial number remains unknown. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this a patient with a 31mm valve implanted in the tricuspid position underwent a valve-in-valve intervention after an unknown implant duration. A 29mm valve was implanted within the edwards surgical valve. No more information was provided. The event date was not provided, therefore the aware date is being used as the occurrence date.